Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery (lcfa) was attempted with proglide devices via a 6f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) intervention. Reportedly, the first proglide was placed without issue; however, the second proglide was attempted and an anterior cuff miss occurred. A third proglide was attempted; however, a link break occurred. A new proglide device was placed. The aaa procedure was performed using an 18f sheath and hemostasis was achieved using two proglides in the lcfa and two proglides in the right common femoral artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported suture break is confirmed as a needle to cuff miss/suture retrieval issue was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.